Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical abnormalities were observed. Lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed two internal insulation abrasions from the distal tip at 7.4-8.5 cm and at 10.3-13 cm with externalized conductors. An internal insulation abrasion was also noted at 29.9-30 cm from end of the distal tip. An external insulation abrasion was noted at 41.6- 41.7 cm from end of the distal tip, consistent with that produced by friction with the ICD can.